Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. (Weight).

Event description:
Manufacturer reference number: 3006705815-2024-02254, 3006705815-2024-02255. It was reported that the patient's ipg was at end of life and both of the patient's leads had high impedances. It is unknown if the ipg reached end of life prematurely. As a result, surgical intervention was undertaken where the patient's ipg and leads were replaced to address the issue. Reportedly, effective therapy restored post op.